Manufacturer narrative:
Manufacturer report: to date, patient information has not been provided by the reporter. This alleged malfunction caused no harm to the patient and the procedure was completed successfully without delays. The reported aes-90sc probe was not returned for evaluation due to the hospital discarding the device after the alleged malfunction. This reported incident is therefore unable to be verified and a root cause cannot be determined. The device history record was reviewed and no abnormalities were identified that could cause or contribute to this issue. A two-year historical complaint review revealed a total of 7 reports received for this product family and failure. In that same timeframe, (B)(4) units have been sold worldwide, making the occurrence rate of this failure (B)(4) percent. A risk analysis was performed and the risk was deemed acceptable. The instructions for use caution the user of the following: xamine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system.

Manufacturer narrative:
As reported, the aes-90sc probe is expected to be returned to conmed for an evaluation. As of this filing the probe has not yet been returned. A supplemental and final report will be filed upon the completion of the device evaluation and complaint investigation.

Event description:
The sales representative reported, during a shoulder arthroscopy procedure on (B)(6) 2017, while using an aes-1 generator and an arthroscopic energy 90 degree probe with suction, the probe was being activated by the surgeon while in close proximity to the scope. This caused arcing and flashing from the probe to the scope. The procedure was completed successfully with no harm to the patient. At the end of the procedure the lens of the scope was found to have a black circle at the bottom (burned) and the lens was cracked. This report is filed on the basis of potential for patient injury with recurrence.